Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started having several bradycardia and asystole events soon after a full vns replacement surgery. The patient was admitted to the hospital in relation to these events. The vns generator was confirmed to have been enabled after the replacement surgery. There were no cardiac issues noted during the implant or testing. Post-operative diagnostics were reported to be within normal limits. The vns magnet was placed over the device to inhibit stimulation and the cardiac events did not resolve. The treating physician concluded that the cardiac events were not related to vns stimulation. The relation between the cardiac events and vns surgery has not been clarified to date. The patient was subsequently evaluated for a pacemaker implant, and the case was completed. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The patient's surgeon reported with a clinical assessment following the patient's vns and pacemaker implant procedures. The patient had an atrioventricular conduction block that was impacting cardiac function. The physician assessed that this was not related to vns. At the time of the follow up appointment on (B)(6) 2016, the patient's pulse rate and rhythm were assessed to be normal. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4). Initial report inadvertently listed wrong expiration date. Initial report inadvertently listed wrong device manufacture date. Initial report inadvertently listed wrong UDI.